Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered dried fluid on the inside of the rear panel, however the cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they can't turn on the liberty cycler. The cycler is alarming with a ¿m30 balloon valve leak¿ alarm on power up and the display was blank. The distorted screen (screen was flashing lines) occurred while the cycler was in pause 1. There was no power outage / outlet issues. The cycler has a burning smell. The patient rebooted the cycler and the cycler at this point would not turn on. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. It was confirmed that there were no patient adverse events and no medical intervention was required. The patient was able to complete treatment by performing manual pd therapy. Upon physical evaluation of the cycler by the manufacturer the ok and stop keys were pressed, and the cycler was rebooted, however the screen remained blank. Evidence of an internal short on the transformer on the inverter board was identified.